Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the metal cannula stripped away the distal end of blue catheter during a transjugular intrahepatic portosystemic shunt (tipss) procedure . Reportedly the case was "abandoned but more due to the patients anatomy." The radiologist further reported to the district manager "it was difficult to access the hepatic vein because of angle it came off the ivc so the angle of the buckled sheath and metal cannula caused the catheter to be stripped away." No additional information was available at the time of this report. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one used rosch-uchida stylet catheter set for evaluation. Visual examination revealed damage near the distal end. The characteristics of the damage suggest the material was sheared. There was no visible damage on the accompanying cannula. The cannula was clean, smooth and free of dents and deep scratches. This observation indicates that the damage to the catheter was not related to the cannula. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the examination of the device it is feasible to suggest that the catheter came into contact with a sharp object, possibly the bevel of the rosch-uchida transjugular liver access and biopsy needle that is supplied with the device; however, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.